Manufacturer narrative:
The maryland bipolar forceps instrument was found to have a broken main tube approximately 552m from the distal tip. No material was found missing. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The instrument housing was removed, and the inspection found a corroded identification board. The rfid substrate exhibited moderate dis coloration and did not result in a failed recognition failure. When the instrument is first installed on the da vinci system, recognition gets checked first by reading the radio frequency identification (rfid) chip. The probable root cause of recognition failure is attributed to communication issues with the rfid chip. The da vinci system may not be able to detect the instrument information found in the rfid chip due to it being damaged, dislodged, or corrupted. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer reported the maryland bipolar forceps had coupling failure. The procedure was completed with no reported injury. Intuitive followed up and confirmed that no additional information was available.